Event description:
A user facility reports that during intraocular lens (iol) implant surgery a haptic broke while inserting the iol into the pt's eye. The incision was enlarged to facilitate removal and replacement of the iol and one suture was required. Additional info provided indicates the pt has residual astigmatism.